Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the 8mm fenestrated bipolar forceps instrument involved with this complaint to be returned for failure analysis. However, as of the date of this report, the instrument has not been received. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the instrument log for the fenestrated bipolar forceps (471205-17/n10210125-0453) associated with this event has been performed. Per logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 on system sl0082. The instrument had 2 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date. A review of the site's complaint history found that there were no other complaints for this product or this event. No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument had damaged conductor wire. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had broken black cable. The procedure was completed with no report of patient injury. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6) 2022: the fenestrated bipolar forceps instrument did not connect to the arm and the customer replaced it. The instrument was inspected prior use. There was no patient injury. The patient demographic information is requested but unavailable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, and h3 analysis information can be found in the following fields: h6 and h10 intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not confirm or replicate the customer reported complaint. The fenestrated bipolar forceps (fbf) instrument was not found to have any damage to the conductor wire nor the conductor wire's insulation. The instrument passed an electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was connected to an in-house erbe generator and was recognized with no issues. The instrument was then tested for energy delivery and passed. The instrument was tested for electrical continuity and energy deliver multiple times and passed with no issues. There was no problem detected.